Event description:
Account obtained several unbelievable results for several applications. They found the reagent probe was bent and repaired the instrument by replacing the probe. The incorrect results were not used to guide pt therapy.